Manufacturer narrative:
(B)(4). Date of initial report: 10/13/2015. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that two minutes into the procedure, the generator stopped working and an alarm for antenna temperature limit exceeded was displayed. The customer tried resetting the alarm without success. The pump was switched off and the procedure paused for a few minutes to allow the antenna to cool. They tried resetting the alarm again but to no avail. The procedure was stopped and the antenna removed from the patient. The antenna was found to be broken/bent after removal from the patient. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of follow-up report: 11/03/2015. Evaluation of the returned sample confirmed the reported failure. The investigation found the hub divider had shifted in the hub, causing bypass flow in the inflow tube near the hub divider. This resulted in a temperature alert and non-function of the antenna. Covidien is investigating corrective action.

Manufacturer narrative:
(B)(4) . Date of follow-up report (1): 11/04/2015. Date of follow-up report (2): 01/28/2016. This report is part of a retrospective review as part of a remediation related to CAPA (B)(4). Covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.